Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) pt, the device failed to charge. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.